Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple error alarms. The alarms received were external ram error, communication error, displayable history check failed on startup and software error. The blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty x2 on the interface board. Unable to perform the idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, or verify external ram error alarm, displayable history check failed on the startup, software error, and rtc error alarm due to a blank display. The insulin pump had a minor scratched display window and a cracked reservoir tube lip.